Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon burst occurred. The target lesion was located in the mildly tortuous and moderately calcified right iliac artery with approximately 50% stenosis and was approximately 80mm long with a reference vessel diameter of 8mm. The target lesion had previously been angioplastied with a mustang balloon with no complications. A 8.0x80mm ranger drug coated balloon was advanced to treat an in-stent restenosis of a previously implanted non-bsc stent. The balloon was flushed and then passed over a guide wire. After the balloon was advanced inside the restenosed stent, it was inflated to nominal pressure using a non-bsc inflation handle. The balloon ruptured on the first inflation at 12atm. The balloon was withdrawn back through the sheath without issues. No fragments were left inside the patient. Another same size ranger balloon was used to inflate the lesion successfully and completed the procedure. No patient complications were reported and the patient's status was stable. In the opinion of the physician, the balloon could potentially have been caught on the implanted stent causing it to burst.